Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue that pump issue due to unintended application program shut down was not determined. The reported issue that there was the pump issue due to unintended application program shut down could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from health (B)(6) medical device incidents database regarding issues involving, insufficient information, delay to treatment/therapy, unintended application program shut down, moisture damage, corroded, testing of actual/suspected device, degradation problem identified, cause traced to component failure. There is no information on patient involvement and patient impact.